Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller, who was the coroner, stated that even though the cause of death was diabetic ketoacidosis, there was a high level of insulin in the customer's body, which the coroner cannot understand. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller did not know whether the customer used sensors or not. The customer was not wearing a sensor at the time of death. The caller stated that the insulin pump was with the police.